Event description:
A cgm error 42 was reported by the caller. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the process. After the pump reset, the cgm error code did not display again, and the caller was able to successfully start their sensor session.